Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens but the lens tore. The lens was cut into pieces to remove. There was no pt injury or complications. The reporter stated it was unk as to why the lens tore.